Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the 400ml compact evacuator, 3/16 in pvc with trocar was not able to be used due to a blood leak, the surgery was completed with another device. There was no report of harm, surgical delay, or medical intervention involved in the procedure.